Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) was found deceased at home. Interrogation of the device indicated that the patient went into an arrhythmia and the ICD delivered six shocks and the seventh shock was not successful in terminating the ventricular fibrillation.